Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). H3: analysis of the controller, model 97745 , s/n (B)(6) revealed the complaint was unable to be verified. There were no issues found during analysis. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the patient controller screen instructed the patient to call the manufacturer and that the patient controller was turning off. The patient controller battery was removed and put back in and the device worked for about a week; however, the issue happened again the morning of report. It was noted that the patient controller was ¿not turning on at all¿ at that time. The battery pack was ¿placed¿ and the device was working. It was noted that the patient could charge their implantable neurostimulator (ins) at that time. The issue was resolved at the time of report; however, a new patient controller and battery pack were requested as a result of the issue. It was noted that written or oral dissatisfaction with the device was reported and that corrective maintenance/repair was requested. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. There was no allegation of patient death or serious injury. No complications were reported or anticipated.